Event description:
A crack was found in the syringe as lidocaine was being drawn at the beginning of a procedure. No injury resulted.

Manufacturer narrative:
The physician had drawn up lidocaine into the syringe prior to initiation of a pacemaker procedure. As he was getting ready to inject the lidocaine, a crack was noted in the syringe barrel and a small amount had leaked out. There was no pt injury. Another syringe was obtained and the procedure was conducted without further incident. The sample was not returned for evaluation. Without a sample, a root cause was not determined.